Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient received an alert that says their bg levels was "low" (exact bg levels was not provided). A review of the patient's history in the omnipod personal diabetes manager (pdm) found an uncommanded insulin delivery bolus of 1 unit of insulin at 2:08 am was given without the patient's action.